Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 closed sample of this code-batch and another one of the code-batch c0024058-119216 for comparison. Tightness test to the samples received has been performed and the units are tight. Diameter result conducted on the monoplus sample received is 0.529 mm in average and fulfils the requirements of the european pharmacopoeia for this size and thread: 0.500 mm < xave < 0.570 mm. On the other hand, diameter result conducted on the monoplus sample received of another code-batch for comparison is 0.533 mm in average and fulfils the requirements of the european pharmacopoeia for this size and thread: 0.500 mm < xave < 0.570 mm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216.

Event description:
It was reported an issue with monoplus suture. The client reported that the in trauma shoulder surgery, suture is of lesser thickness than expected, causes difficulties in use. More information has been requested.